Event description:
Initial result for a pt phosphorus was 11.4 mg/dl. When retested, the result was 5.8 mg/dl and a second retest on another analyzer was 5.8 mg/dl. No treatment was provided based on the incorrect result. The field service rep was unable to determine a cause for the discrepant results.